Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and replaced eos power supply to resolve the issue of the device not powering on with ac power. The device was able to power on with the test battery. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced part at the product analyses center (pac) and observed that the fuse is open on the eos power supply and it is unable to recognize ac power or charge battery in this condition.

Event description:
During evaluation of the replaced part stryker observed that it is unable to recognize ac power or charge battery. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.